Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the hand piece was difficult to align into the connector port. Once the hand piece was able to be connected, the surgeon reported that the blade did not spin very well. The case was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
Conclusion - the prod upon which this medwatch is based has been received, however, the prod eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.